Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a circuit disconnect error message. The ventilator was at the patient bedside however, the patient was not connected to the ventilator at the time of the reported event. The patient was placed on an alternate ventilator.